Manufacturer narrative:
Concomitant medical products: 37601 dbs ipg implant date: (B)(6) 2016, 3708640 neuro extension x 2 implant date: (B)(6) 2016, 3387s-40 dbs lead x 2 implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of fast ventricular tachycardia episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.